Event description:
Additional information received reported the cause of the pipeline failure to open was unknown. The surgeon thought the stent was damaged. It was noted that when the pipeline was opened in a straight vessel, it still did not improve the opening. Resheathing and redeploying was tried twice with no improvement.

Manufacturer narrative:
Device coding added based on additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open. The patient was undergoing surgery for treatment of an amorphous, unruptured aneurysm in the left c7 with a max diameter of 2.5 mm and a 2.5 mm neck diameter. Landing zone: distal: 3.2 mm and proximal: 4.4 mm. It was noted the patient's vessel tortuosity was minimal. The angiographic result post procedure showed blood flow slowed down and contrast agent remained significantly within the tumor. It was reported that after the stent microcatheter was in place, selected ped-450-16 for implantation. After sufficient hydration, d elivered ped-450-16 to the stent catheter. During the surgery, the proximal end of the dense mesh could not be opened normally, and it was retrieved back repeatedly twice and deployed, but there was still no improvement. In order to ensure the patient's life safety, did not take risks to continue the surgery, so retrieved back the dense mesh and withdrew it as a whole, and replaced it with another ped-450-16 model. The surgery was ended. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped-450-16, lotno:b614921 ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The pusher was found detached at the hypotube proximal to wire weld (solder joint). The distal segment of the pipeline flex pusher (sleeves, and tip coil) was found detached. However, the proximal bumper, re-sheathing pad, re-sheathing marker were found to be missing and not returned for analysis. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found fully opened and damaged. No other anomalies were observed. ¿testing/analysis: the detached pushwire was sent out for sem (scanning electron micrographic) analysis. ¿ conclusion: based on the analysis findings, the pipeline flex was not confirmed to have failure to open at proximal as the distal and proximal ends of pipeline flex braid were fully opened and damaged. Per the sem result, unable to conclusively determine failure mode due to the damage of the fracture features (smearing), however there is evidence to suggest possible shear and/or torsional overload. The review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.